Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
It was reported that there were three episodes of 2-3 seconds of asystole. The device remains in use. No further patient complications have been reported as a result of this event.